Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had excessive no delivery alarms on their insulin pump. Customer's blood glucose was 112 mg/dl. Troubleshooting did not occur as the alarm was from a past event. The customer also reported their cannula was slightly bent upon removal. The customer declined to returned their infusion set and reservoir for analysis. No additional information provided.